Manufacturer narrative:
The device was returned in the not deployed state. When paired to a pdm, the device deployed and the needle retracted as intended. Inspection of the device found no issues that would cause a the needle to fail to retract. Timeouts and a drive stall were seen in the device data. The drive stall occurred at the beginning of the device's run, resulting in the needle not deploying. No issues were found with the device that would contribute to timeouts or drive stalls. The cause of the timeouts could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.